Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
A 12mm amplatzer septal occluder (aso) was implanted in the patient's ventricular septal defect (vsd). Simultaneously, another vsd was observed so a 12mm amplatzer muscular vsd (muscvsd) was attempted in the second defect but pulled through the defect. The muscvsd was removed and upsized to a 14mm aso, however, it also slipped through the defect and was removed. The patient was referred for surgery to have the ventricular septal defect repaired with a patch. During the same procedure, the 12mm aso was explanted as its form was not appropriate for the defect shape. No adverse patient effects were reported.